Event description:
Catheter separated upon removal from patient. Distal piece was visible at site and was removed without incident. Additional information received from the facility indicated that the patient suffered no adverse sequela associated with this incident. The lot number remains unknown. No further information is available.